Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd allergy syringe tray in bd precisionglide¿ permanently attached needle contained mixed product in the packaging. No serious injury or medical intervention was reported.

Manufacturer narrative:
H.6. Investigation summary: customer returned (35) sealed trays of 1ml, 13mm, 27g bd allergy syringes from cat # 305540, lot # 7320520, (3) sealed trays of 1ml, 13mm, 27g bd allergy syringes from cat # 305540, lot # 6351540, (3) sealed trays of 1/2ml, 13mm, 27g bd allergy syringes from cat # 305535, lot # 7076383, and (1) sealed tray of 1/2ml, 13mm, 27g bd allergy syringes from cat # 305535, lot # 7072702. Customer states that upon receipt of the two cases of bd5540 they noticed both cases had a mix of bd5540 and bd5535 syringes in them. All returned trays were examined and no defects were observed on any of the trays. A mix between the different catalog numbers and lot numbers returned by the customer would most likely not occur during the manufacturing process. A review of the device history record was completed for batch # 7320520. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200727040] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as manufacturing defect as this would most likely not occur during the manufacturing process.

Event description:
It was reported that bd allergy syringe tray in bd precisionglide¿ permanently attached needle contained mixed product in the packaging. No serious injury or medical intervention was reported.